Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history (DHR) was reviewed and there were no nonconformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is unavailable for further evaluation.

Event description:
It was reported that a taxol set leaked from the 0.22 micron filter during priming. There was no report of patient harm. No additional information is known at this time.